Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
It was reported by the customer that a patient was being lifted from bed to her wheelchair. The caregiver had just elevated the lift and had started to move the resident toward the wheelchair. There was heard a noise of a loud pop and the patient dropped from the lift and landed on her bed on her right side. The patient remained in sling with metal bar/attachment still in place to sling. Metal bar and sling was removed from patient. The patient has small abrasion to left hand between thumb and first finger, and an abrasion to left inner thigh from the sling. Patient denied any pain or harm from event.

Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. After review of the reportable complaints for maxi lite, a limited number of cases of the spring pin breakage were found. Comparing to the total number of about (B)(4) devices in the market, the complaint ratio is considered to be low. It was reported that during transfer of the resident from bed to wheelchair, the noise of a loud pop could be heard and the resident fell to the bed together with the sling and part of the spreader bar. Patient had small abrasion to left hand between thumb and first finger, and an abrasion to left inner thigh from the sling. She denied any pain or harm from event. The device has been examined at the customer's site by an arjohuntleigh technician. It was determined that the load bearing part of the spreader bar (spring pin) was visibly cracked and therefore whole spreader bar was sent to the manufacturer for inspection and analysis. The conclusions are following. "The inspection of the parts involved in the failure mode (detachment of the spreader bar) permits to conclude that the junction tube and the pivot pin were up to the specifications at the time of the manufacturing and at the time of the event. The spring pin and the frame of the dps were also up to the specifications at the time of manufacturing, but not following the event. However, the way the spring pin is broken could indicate that the spreader bar was not inspected prior to use. This is deemed relevant, because a load bearing component is unlikely to break and move out completely during a lifting cycle. It was deemed most likely that the spring pin was visibly broken, exposed and partially out of its hole before the patient was lifted. Finally, the frame of the flat dps was significantly distorted, which could be an indication of an uneven stress induced during the utilization in transfer. From internal reports already performed, the design of the flat dps has sufficient durability and strength to withstand efforts expected to occur in normal use. For these reasons, even though the exact root cause of the event could not be determined with certainty, it may be related to using the device in conditions which exceed what it expected the encounter in normal use (e.g. Significant impacts, overloading or excessive asymmetric loading)." The device was not under arjohuntleigh service contract and service history has not been made available. It is possible that visual evaluation before every use and thorough maintenance performed as advised by instruction for use could have prevented an incident to occur. The device failed to meet its specifications; it was being used for patient handling at the time of the event and in that way played a role in the event outcome.